Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. During the rv lead replacement procedure, insulation breach was noted on the lead. It was also noted that during the same procedure, the set screw of the pulse generator cannot be loosened resulted in difficulty removing the rv lead from the pulse generator's header. The rv lead and the pulse generator were explanted and replaced. Patient status was not provided.

Manufacturer narrative:
The reported events were insulation break, increased capture thresholds, and ¿issue with the ¿screwing mechanism¿ on the atrial port¿. The reported event of insulation break was confirmed, but the reported event of ¿increased capture thresholds¿ was not confirmed. As received, a complete lead was returned. Examination found an outer insulation damage consistent with procedural damage which contributed to the insulation break reported in the field. The lead was tested with a device header and was able to be inserted and removed with no anomalies noted. The connector pin, connector ring, insulation adjacent to the front sealing ring and the connector boot diameters were measured and were found to be within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.